Event description:
A report received from the USA stated an 840 ventilator's oxygen cell was broken while the ventilator was being used on a patient. The patient was removed form the device and placed on an alternate ventilator. There was no reported patient injury. The date of the event is unknown.

Manufacturer narrative:
The user facility reported to have replaced the oxygen sensor to resolve the issue. No additional information is available at this time. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting information may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pab840 addendum incorrectly stated to replace the sensor every two years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on (B)(4) 2013. Covidien ref: (B)(4).